Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient was ordered to receive a 24-hour infusion of "blina" (blinatumomab). The first bag was reportedly hung on (B)(6) 2025 at 1550, the second bag hung on (B)(6) 2025 at 1600. The second bag was paused after an hour of infusion due to "rigors" and restarted two hours later, at around 1900. At shift change, the night shift primary rn verified the rate at 10ml/hour, consistent with previous charting and order. At around 0000, the charge rn entered to address the pump alarming that the line is occluded. It was then observed that the bag was almost empty. The rate was confirmed to be at 10ml/hour and continued the infusion; the primary rn notified. The providers and the pharmacy all were notified that 24-hour bag had completed early. The pump displayed 272.99ml as total volume infuse with 177ml volume left to be infused, but the bag was actually empty. The patient reportedly received the entire 24-hour bag of blina from 1600-0030, with a two-hour pause from 1700-1900. The pharmacy confirmed accurate dosage of medication but unable to verify dilution volume. It was reported that at around 2130 during the infusion of blina, the rn observed "new symptoms of mild tremors to bilateral upper extremities". The patient was febrile during administration, which resolved with tylenol. Furthermore, it was reported that when hanging the new blina bag, "the dose was above 10% with no nursing communication order". The customer stated that multiple rn had "difficulty finding order for appropriate dose of blina but ended up finding it as a provider order in the oncology tab which stated for patients greater than 45 kilograms give 28mcg dose." Bd received additional information through due diligence attempts. It was reported that the "medication infusion duration was less than expected by programming, bringing some undesired symptoms to the patient". The customer reportedly reviewed the device logs and "confirmed that the rate and vtbi (volume to be infused) were set correctly within the programming of this medication (rate=10ml/hr.; vtbi=240ml; time=24hr).

Manufacturer narrative:
Correction: initial reporter e-mail. Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of over infusion of blima could not be confirmed from the log analysis or could be replicated during device testing. The inspection and testing process did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications with no observances of unregulated flow occurring. The sear was also found to properly close the administration set safety clamp when the door was opened. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. Event, error, and battery logs were retrieved from the suspect pcu using the alaris system maintenance (asm) software to investigate the programming and event details related to the reported incident. The event was reported to have occurred between july 1 at 4:00 pm and (B)(6) 2025, at 12:30 am. Review of the pcu error log showed there were no error logs available related to the reported event; review of the pump module error log did not report any errors recorded on the reported event date. The pcu event logs show that the system was first powered on at 3:14 pm on (B)(6) 2025. Log analysis confirmed that the infusion of blina (blinatumomab) was programmed under the profile peds (20.1¿50 kg) and was first programed on (B)(6) 2025, at 3:50 pm, with a 24-hour infusion duration at a rate of 10 ml/h, as reported by the facility. The suspect pump module was then programmed at 4:07 pm to infuse blinatumomab (drugid=59), as reported. The infusion parameters were consistent with the facility¿s report: a rate of 10 ml/h, a volume to be infused (vtbi) of 240 ml, a dose of 28 mcg, and a concentration of 0.117 mcg/ml. The infusion began at 1:20 am on (B)(6) 2025 and continued for approximately 9 hours and 13 minutes until an air-in-line alarm was triggered, prompting a restart of the pump module. A second air-in-line alarm occurred at 2:16 pm, followed by another restart. This alarm condition repeated ten additional times between 6:24 am on (B)(6) and 12:36 am on (B)(6) 2025. At 3:51 pm on (B)(6) 2025, the suspect channel was turned off with a primary volume infused of 214.713 ml. However, the suspect was reselected at 3:53 pm, and the infusion was restored with a rate of 10 ml/h and a vtbi of 240 ml. At 4:59 pm, the suspect channel was turned off with a recorded primary volume infused of 225.746 ml. It was selected again by the clinician at 7:21 pm on the same day. The infusion proceeded to be resumed at the same rate of 10 ml/h, the primary volume infused remained unchanged at 225.746 ml there were no records of a door open alarm or safety clamp open alarm between 4:59 pm, when the channel was powered off, and 7:21 pm, when the infusion was restarted. At 11:50 pm, the suspect alarmed for occlusion on fluid side, and the pump module was paused by the clinician. The infusion was delayed for four (4) minutes at 11:52 pm and restored at 11:56 pm with the same rate and a vtbi of 184.122 ml. At 12:20 am on (B)(6) 2025, the suspect alarmed again for occlusion on fluid side. The pump module was restarted two (2) minutes later, but the suspect alarmed at 12:36 am for air-in-line. The clinician pressed the silence key and turned off the pump module at 12:39 am. The total volume infused (tvi) was recorded as 276.929 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered. Per product labeling, alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with the two prior basic infusions that infused to completion. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. Root cause: the root cause for the report of an over infusion of blina could not be identified from the log analysis or from device laboratory testing. The suspect pump module was found to be infusing within specification. Note that this report lists imdrf annex a0401, a1801, g02017, g07001, c0503, c07, c19, d08b codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient was ordered to receive a 24-hour infusion of "blina" (blinatumomab). The first bag was reportedly hung on (B)(6) 2025 at 1550, the second bag hung on (B)(6) 2025 at 1600. The second bag was paused after an hour of infusion due to "rigors" and restarted two hours later, at around 1900. At shift change, the night shift primary rn verified the rate at 10ml/hour, consistent with previous charting and order. At around 0000, the charge rn entered to address the pump alarming that the line is occluded. It was then observed that the bag was almost empty. The rate was confirmed to be at 10ml/hour and continued the infusion; the primary rn notified. The providers and the pharmacy all were notified that 24-hour bag had completed early. The pump displayed 272.99ml as total volume infuse with 177ml volume left to be infused, but the bag was actually empty. The patient reportedly received the entire 24-hour bag of blina from 1600-0030, with a two-hour pause from 1700-1900. The pharmacy confirmed accurate dosage of medication but unable to verify dilution volume. It was reported that at around 2130 during the infusion of blina, the rn observed "new symptoms of mild tremors to bilateral upper extremities". The patient was febrile during administration, which resolved with tylenol. Furthermore, it was reported that when hanging the new blina bag, "the dose was above 10% with no nursing communication order". The customer stated that multiple rn had "difficulty finding order for appropriate dose of blina but ended up finding it as a provider order in the oncology tab which stated for patients greater than 45 kilograms give 28mcg dose." Bd received additional information through due diligence attempts. It was reported that the "medication infusion duration was less than expected by programming, bringing some undesired symptoms to the patient". The customer reportedly reviewed the device logs and "confirmed that the rate and vtbi (volume to be infused) were set correctly within the programming of this medication (rate=10ml/hr.; vtbi=240ml; time=24hr).